Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. No additional information was provided.

Manufacturer narrative:
Button error alarm due to corroded keypad traces. Pump received with cracked display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).